Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 5 on the home choice (hc). The home patient (hp) had two bags connected and the unused clamp was left open. The hp cycled the power to the system error 2367. The hp would complete therapy with manual supplies and the alarm was cleared. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). . This complaint for a report of a system error (se) 2240 and the root cause was determined to be use error, due to an open clamp. The labeling instructs the customer to ensure clamps on unused lines are closed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.